Manufacturer narrative:
H6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. Functional evaluation revealed that the device failed the pressure test and there was high vacuum alarm, establishing a relationship between the device and the reported event. The root cause was identified as a faulty pump. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump was alarming between high and low vac and did not work after nurse had been walked thru all troubleshooting steps. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.